Event description:
It was reported that a caregiver was allegedly injured while transporting a pt. Pt involvement and adverse consequences were reported.

Manufacturer narrative:
Investigation is on-going; a follow-up report will be submitted with results.